Manufacturer narrative:
The pump remains in use supporting the patient. No further events related to pump parameter changes have been reported. Review of the submitted system controller log files confirmed the reported elevations in pump power/estimated flow; however, a specific cause for the parameter fluctuations could not be determined. Evaluation of the log files showed that several moderate elevations in pump power were recorded (up to 9.1 watts); however, the majority of power elevations were associated with pulsatility index (pi) events. It appeared that once the fixed speed was reduced from 9400 rpm to 9200 rpm, the amount of captured pi events significantly decreased. Throughout all four submitted log files, the pump speed remained above the low speed limit and no atypical alarms were captured. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR. Report #2916596-2015-02136. (B)(4). Approximate age of device ¿ 79 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was experiencing high flows and low pulsatility indexes (pi), and was admitted after having an unspecified port placed. The patient was started on heparin and integrilin. The patient was discharged at an unspecified time. On (B)(6) 2016, the patient was readmitted to the hospital for a subtherapeutic inr, and was started on a heparin infusion. On (B)(6) 2016, a repeat echocardiogram was completed; the pump speed was changed from 9400 rpm to 9200 rpm and the pump parameters were stable. The patient''s lactate dehydrogenase (ldh) was 170 u/l. On (B)(6) 2016, the log file showed an increase in pump power and a decrease in the average pi over time. On (B)(6) 2016, the log file contained frequent power cable disconnects and system voltages below 13 volts. The manufacturer's technical services representative recommended exchanging the power module patient cable. On (B)(6) 2016, the patient's labs were stable, including an ldh of 225 u/l. On (B)(6) 2016, the patient was in the emergency department (ed) with complaints of shortness of breath and not feeling well. The patient reported that two red heart alarms had sounded in transit to the ed. No alarms, except for a power cable exchange, were found in the system controller alarm history. The patient stated that they did not look at the system controller to see what the alarm was, but the red heart was illuminated and the alarm was audible. The alarm resolved on its own. During the analysis of the log file, frequent power cable disconnects and lower than normal voltage on the white and black power cables were captured. The manufacturer's technical services representative again suggested that there could be an issue with the power module patient cable. It was also suggested that if the patient was experiencing power cable disconnect alarms while connected to fully charged batteries, that they clean all of the contact points on the battery clips and batteries, and inspect the battery clips. The patient had a subtherapeutic inr during admission and was started on a heparin drip. A few days later, the patient's inr was therapeutic and the patient was discharged to home. There were no further concerns or issues.